Manufacturer narrative:
Plant investigation: the cycler was returned for investigation. A visual inspection was performed and the returned cycler exterior showed heater tray got heat damage. The cause of the exterior heater tray heat damage was not determined during the investigation. The machine was powered on. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid and fluid could not be determined.

Event description:
Upon visual inspection of a returned dialysis cycler exterior showed heat damage to the heater tray. Follow-up was made with the peritoneal dialysis (pd) patient's clinic registered nurse (rn), who confirmed there was no patient injury and no adverse event associated with the patient's cycler. Per pdrn it was unknown what may have attributed to the heat damage to the heater tray discovered during the cycler investigation, and stated the patient did not place a heater pad directly onto the heater tray. Per pdrn the patient did not report any abnormal solution temperatures prior to or during treatments, and stated the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the replacement cycler without further issue.

Manufacturer narrative:
Plant investigation details: the cycler was returned for investigation. A visual inspection was performed and the returned cycler exterior showed discoloration (color faded) on heater tray. No heat damage was observed and the cause of the exterior heater tray discoloration was not determined during the investigation. The machine was powered on without issue. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid and fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Upon visual inspection of a returned dialysis cycler exterior showed heat damage to the heater tray. Follow-up was made with the peritoneal dialysis (pd) patient's clinic registered nurse (rn), who confirmed there was no patient injury and no adverse event associated with the patient's cycler. Per pdrn it was unknown what may have attributed to the heat damage to the heater tray discovered during the cycler investigation, and stated the patient did not place a heater pad directly onto the heater tray. Per pdrn the patient did not report any abnormal solution temperatures prior to or during treatments, and stated the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the replacement cycler without further issue.